Event description:
The customer contact reported during preventative maintenance testing at the user facility, the 3 volt dc connector port on the device was charred. The customer contact reported spillage on the 3 volt dc connector. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The customer will not be returning the device for investigation. The customer contact reported spillage on the 3 volt dc connector; therefore the reported event is attributable to the findings noted the customer notification indicated below. As indicated this device was identified as part of a customer notification dated august 1, 2011. This report represents all the information known by the reporter upon query by hospira personnel.